Event description:
User facility reported that when the user attempted to engage the safety device, the arm separated from the base. This left the tip of the needle exposed and a needle-stick injury resulted.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the eval.